Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide cover len cracked, charged coupled device cover lens cracked, bending section cover glue separated, bending tube shorten, stiffness control malfunction, button 1-5 damaged/cuts, distal end cover insulation and air/water channel clogged. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope water channel was clogged. Upon inspection and testing of the customer returned device, foreign material was found clogged in the air/water channel due to insufficient cleaning of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to confirm what kind of foreign material caused the clogging. There was no noted deviation from the instructions for use per the reprocessing of the device, nor was physical damage detected at the point of foreign material. Therefore, a further cause of the suggested phenomenon could not be presumed. It is suggested that the user facility receive instruction/reinstruction on how to handle the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).